Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was in the 400s mg/dl and a correction bolus via the pump was delivered and the bg level was declining (currently 221 mg/dl). The customer indicated that no further alarms had occurred and the customer was feeling better.